Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump kept failing when they change the insulin. They would stop a bolus but later the insulin pump would vibrate that the bolus was resumed. The remaining units from the bolus that they stopped would be delivered. It was also reported that they were hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. When they would treat with the insulin pump, their blood glucose would go high. The customer¿s blood glucose at the time of admission was 24.2 mmol/l. They were treated for two days and was released. They reported that they were fine with manual injections but not with the insulin pump. They had also received an insulin flow blocked alarm. The event was resolved with a complete infusion and reservoir set change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed all functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. No unexpected insulin flow blocked alarm noted during testing. The insulin pump was programmed with multiple boluses and monitored. Manually stopped several bolus deliveries during the monitoring period. All manually stopped bolus deliveries were not completed and were recorded properly in the daily history file. The insulin pump was then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at insulin pump display matched properly the units left at test reservoir. No delivery anomaly, unexpected bolus stopped alarms, or basal anomaly noted during testing. Insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.